Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor memorygel breast implant 500cc gel breast prosthesis, catalog #3505004bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 425cc gel breast prosthesis developed baker grade IV capsular contracture in her right breast. In addition, the patient reported that her right breast prosthesis possibly ruptured. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 01/21/2020, mentor received additional information about the event. The suspect medical device did not rupture. Block b1 is product problem? Is no longer applicable to this event, nor is patient code 1546 ¿material rupture¿. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).